Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, blue dye entering the unit was confirmed. The inspection revealed blue dye in the scope socket and air tubing. In addition, an olympus lamp was over 500 hours and the light output was below specs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that blue dye entered the evis exera iii xenon light source. During standard service inspection of the customer returned device, blue dye fluid was noted in the air tubing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The blue dye most likely got inside the light source when liquid flowed backward to the light source due to the following causes: a disposable water container which was made by a third vendor was used and the container does not have a backflow prevention unit. The pump of the clv was not functioning correctly. The scope side was not switched to water feed mode the water container was in a position higher than the light source. The air supply connector of the water container was contacting a liquid, and subsequently, the volume of liquid inside the water container was greater than the standard volume. Therefore, the water container was tilting and air was fed by the insufflator. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is submitted to provide proposed labeling changes. Labeling changes have been proposed to the instructions for use (IFU) for maj-2207/maj-2209 disposable irrigation tubing and should be implemented in (B)(6) 2022. As the tubing is a disposable product, the customers will be receiving the product and updated IFU regularly after this date. The proposed changes are as follows: ¿position the water bottle in the irrigation pump bottle holder on the irrigation pump¿ to ¿position the water bottle in the irrigation pump bottle holder on the irrigation pump or workstation accessory sterile water holder, ensuring the fluid water level remains below the bottle cap. Note: if the water bottle falls during use, cease insufflation and lens-flushing actions until the bottle has been reset to its correct position and resume insufflation once any water has purged from air/water valve.¿ additionally, the proposed change includes a diagram that will indicate the correct and incorrect orientation. This report will be supplemented if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provided additional information from the user facility. The user facility returned seven devices for inspection. The device evaluations found three (3) of the returned devices had the same issue. The events were submitted under MFR numbers 8010047-2021-07563, 8010047-2021-07491 and 8010047-2021-07576. Follow up with the user facility is currently being performed. If additional information is obtained, a supplemental report will be submitted.

Event description:
Additional information was provided by the user facility via MFR (B)(4). According to the user facility, the blue dye was observed coming from a scope during the set-up of an unknown procedure in a procedure room. The procedure was completed using a backup device. The device was removed from service and inspected. The cover of the scope processor was removed as part of the inspection process. At the time of the inspection, the user facility determined similar or the same liquid was also pooling inside the air tubing within the processor. The user facility was planning to submit the liquid specimen for toxicology and microbiology testing. The user facility returned seven devices for inspection.